Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Non-healthcare professional reported during intraocular lens (iol) implant procedure, that the company cartridge that come in the paks appear thicker than usual. Surgeon reported that surgeon had to shove the lens into the wound or it won¿t go through a 2.4 wound (bvi blade). Surgeon observed that the lens behaved differently, and the lenses are wanting to flip which was recently usual.